Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, the band started deploying irregularly. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, the band started deploying irregularly. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on september 23, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on september 23, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.